Event description:
Philips received a complaint on the efficia dfm100 defibrillator device displayed an energy delivery error. There was no patient involvement. The fse evaluated the device and determined that the energy delivery error was due to malfunction of processor pca, and it was replaced. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The efficia dfm100 device processor pca (sn b9622160073) was returned to philips for additional analysis. The complaint was escalated for technical investigation, and the results indicate that the pca passed all relevant tests in the lab. The reported problem, "energy delivery error," was unable to be reproduced in the lab. The device design supports alerting users and healthcare professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event.